Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. It was unknown by the reporter if the device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. It was unknown by the reporter if the device was in use on a patient at the time of event. There was no adverse event reported.